Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's ipg pocket is inflamed and swollen. Patient is currently on oral antibiotics and is to follow up with physician for next course of action.

Event description:
Additional information received reports that patient was given antibiotics and their infection has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.